Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested one day post implant of this implantable system. A boston scientific technical services consultant identified a pacemaker mediated tachycardia (pmt) event and potential loss of capture on the right ventricular (rv) channel. Telemetry strips from overnight showed loss of rv capture occurred for approximately thirty seconds to one minute. All lead tests were normal with results the same as the implant procedure. The threshold measurement was increased for the right ventricular automatic threshold (rvat); however, one day post implant the manual and auto capture measurements were excellent with no change or loss of capture of noted. The consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.